Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), back pain ("severe back pain") and menorrhagia ("excessive menstrual cycles"). The patient was treated with surgery (in 2015, she underwent a bilateral salpingectomies and/or hysterectomy to remove essure). Essure was removed in 2015. At the time of the report, the abdominal pain, hypersensitivity, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, hypersensitivity and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced nocturnal dyspnoea ("hard time breathing at night"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles"), hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches (right lower back)"), allergy to metals ("nickel allergy"), pruritus generalised ("rashes or skin conditions type: full body itching"), pelvic pain ("pain"), vulvovaginal mycotic infection ("yeast infection"), bacterial infection ("bacterial infection") with vaginal discharge and abdominal pain lower ("lower abdomen both sides pain (infrequent)"). The patient was treated with surgery (in 2015, she underwent a bilateral salpingectomies and/or hysterectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, hypersensitivity, back pain, menorrhagia, hormone level abnormal, alopecia, cystitis, urinary tract infection, migraine, allergy to metals, pruritus generalised, pelvic pain, vulvovaginal mycotic infection, bacterial infection, nocturnal dyspnoea and abdominal pain lower outcome was unknown, the dysmenorrhoea was resolving and the headache had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bacterial infection, cystitis, dysmenorrhoea, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nocturnal dyspnoea, pelvic pain, pruritus generalised, urinary tract infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New events, hormonal changes, allergic or hypersensitivity reaction type, dysmenorrhea (cramping), hair loss, infection (bladder/ urinary tract/vaginal) type, bacterial infection with vaginal discharge, yeast infection, migraines / headaches, nickel allergy, pain,rashes or skin conditions type: full body itching, hard time breathing at night and lower abdomen both sides pain (infrequent) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth infection. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced nocturnal dyspnoea ("hard time breathing at night"). On (B)(6) 2015, the patient experienced pelvic pain ("pain/pain"), headache ("headaches (right lower back)") and breath odour ("dental problems: occasional odour"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion ("essure devices seen at fundus of uterus"), back pain ("severe back pain"), abdominal pain lower ("lower abdomen both sides pain (infrequent)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), menorrhagia ("excessive menstrual cycles"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), pruritus ("rashes or skin conditions type: full body itching"), vulvovaginal mycotic infection ("yeast infection") and bacterial infection ("bacterial infection") with vaginal discharge and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic hysterectomy full and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, device expulsion, pelvic pain, back pain, abdominal pain lower, hypersensitivity, allergy to metals, menorrhagia, hormone level abnormal, alopecia, cystitis, urinary tract infection, migraine, pruritus, vulvovaginal mycotic infection, bacterial infection, nocturnal dyspnoea and breath odour outcome was unknown, the dysmenorrhoea was resolving and the headache had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bacterial infection, breath odour, cystitis, device expulsion, dysmenorrhoea, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nocturnal dyspnoea, pelvic pain, pruritus, urinary tract infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes, total bilateral occlusion. Ultrasound pelvis - on an unknown date: essure devices seen at fundus of uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth infection. On (B)(6) 2013, the patient had essure inserted. In may 2014, the patient experienced nocturnal dyspnoea ("hard time breathing at night"). On (B)(6) 2015, the patient experienced pelvic pain ("pain/pain"), headache ("headaches (right lower back)") and breath odour ("dental problems: occasional odour"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion ("essure devices seen at fundus of uterus"), back pain ("severe back pain"), abdominal pain lower ("lower abdomen both sides pain (infrequent)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), menorrhagia ("excessive menstrual cycles"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), pruritus ("rashes or skin conditions type: full body itching"), vulvovaginal mycotic infection ("yeast infection") and bacterial infection ("bacterial infection") with vaginal discharge and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic hysterectomy full and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, device expulsion, pelvic pain, back pain, abdominal pain lower, hypersensitivity, allergy to metals, menorrhagia, hormone level abnormal, alopecia, cystitis, urinary tract infection, migraine, pruritus, vulvovaginal mycotic infection, bacterial infection, nocturnal dyspnoea and breath odour outcome was unknown, the dysmenorrhoea was resolving and the headache had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bacterial infection, breath odour, cystitis, device expulsion, dysmenorrhoea, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nocturnal dyspnoea, pelvic pain, pruritus, urinary tract infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes, total bilateral occlusion. Ultrasound pelvis - on an unknown date: essure devices seen at fundus of uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events per pfs - dental problems: occasional odor and essure devices seen at fundus of uterus were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.